Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation a farawave was selected for use. During the preparation for the procedure, the faradrive was checked and flushed, as well as the farawave catheter. No problems were noticed during preparation. After the catheter was introduced into the faradrive, bubbles appeared during aspiration. The faradrive was replaced with a new one, but air appeared again. In the transparent part of the faradrive, it was visible that the air was coming from the tip of the catheter. The catheter was checked again, and a slight leakage of saline was noticed on the flushing line. To see where the leak was, the tube was gently bent, and at that moment the tube completely detached. During the introduction of the catheter into the faradrive, the wire was inside the catheter and aligned with its tip. The flushing method for the faradrive was a pressurized bag, while the flushing method for the catheter was with a pump. No bubbles were observed in the patient. The catheter was replaced with a new one, and the procedure was completed without patient complications.